Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. In summary, no fault was found. The system performed as in tended. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis was performed for product: 9735740, software version: 2.1.0. It was reported that the logged session recorded a transition to three procedures; however, it was noticed that the user went only to the navigation task in the spinal fusion procedure. 12 instrument additions were observed to the spine procedure, and logs recorded multiple projection adjustments for the tracker; however, no localization errors were reported. Over 3000 instances of "infrared interference error" warnings were observed, likely caused by ir interference. This interference could result from various factors, such as line-of-sight obstructions, dirty or damaged spheres, reflections of ir light from external sources, or thermal interference from nearby heat sources; however, the root cause of the reporting behavior is unknown from the logs. As per the case details, the patient reference frame spheres reappeared in the tracking window after a minute. The information provided is insufficient to determine whether a software anomaly contributed to the reported behavior. Already reported codes b01, c19 and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, version: 2.1.0, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a transforaminal lumbar interbody fusion (tlif) procedure. It was reported that during navigation, the patient reference frame and purple navlock spheres "disappeared" from the tracking window. Cleaning the spheres and pressing the spheres back into the navlock did not resolve the issue and the site used a different purple navlock to proceed with the case. It was also reported that the passive planar blunt was visible in the tracking window. After 1 minute, the patient reference frame spheres reappeared in the tracking window. There was a 5-minute delay. There was no impact on patient outcome.